Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mc1avr1-delsys, expiration date: 28-feb-2023, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, dev rtn to MFR? No, mfg date: 04-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced perforation and pericardial effusion. A pericardiocentesis was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.